Manufacturer narrative:
Per the instructions for use, permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, the exact cause of the stroke is unknown. However, the patient¿s female gender, age ((B)(6)), and medical history (cad), in combination with the procedure itself likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Two days post transapical tavr , the patient experienced a stroke. The patient underwent an extremely complicated tavr procedure which included angioplasty and stenting of the left main coronary artery. Per the discharge notes, she tolerated the procedure well and was transferred to cardiothoracic postoperative care unit in stable condition. She remained intubated postoperative day (pod) 2. Neurologically it was difficult to evaluate her status so a head CT was ordered. There was concern that she had suffered a stroke since she required multiple rounds of acls intraoperatively. The CT scan showed an infarct and also some evidence consistent with anoxic injury. She remained intubated over the following days but did not show any signs of neurologic improvement. She did have corneal reflexes but no spontaneous movement. The neurology colleagues continued to closely monitor her. The palliative colleagues were consulted for further management input. She was then made a dnr. The patient expired 16 days post procedure and the cause of death was indicated as respiratory failure. No autopsy was performed.